Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 455mg/dl, blank display and a failed battery. Troubleshooting was completed for these issues and customer was advised that a new battery cap would be mailed and to call back for further troubleshooting. The customer indicated that food probably caused the high blood glucose and at the end of the call, their blood glucose was 385 mg/dl. Customer was advised to follow up with their doctor regarding the high blood glucose.